Manufacturer narrative:
A device history record review was completed for provided material number 309623 and lot number 3251985. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, eighty-five (85) syringe samples were received for evaluation by our quality team. All of the samples were within their sealed packages. The samples were tested and all 85 needles were removed easily. The observed results were non-conforming per product specifications. During the manufacturing process, needle hub removal force testing is performed to ensure the product meets specifications. It is unclear what type of conditions the packaged product is subjected to after leaving the manufacturing facility and it is recommended to ensure a proper connection is performed prior to use. It is recommended that the user hand tighten the needle onto the syringe prior to use. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 309623, batch#: 3251985. It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Bd syringe needle did not stay on while giving medication additional information provided: 1. Kindly provide the date of event. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. 3. Could you please provide a further description of the issue? (B)(6) 2024 no one was injured but in using the syringes the needle popped off and the medication was sprayed. I sent all the syringes we had to you and are no longer using them!